Manufacturer narrative:
Patient complications were reported as 'serious injury'. Additional information has been requested.

Event description:
They were trying to get the wire to track down into the anterior tibial vessel and the weighted gram tip of the wire snapped off. They took a snare and snared it out.as soon as they got the piece of the wire out they were done.they just stopped working.

Manufacturer narrative:
Patient complications were reported as 'serious injury'. Additional information provided by the distributor noted that the 'tip detachment requiring snaring. There is no current indication of additional injury.

Event description:
They were trying to get the wire to track down into the anterior tibial vessel and the weighted gram tip of the wire snapped off. They took a snare and snared it out. As soon as they got the piece of the wire out they were done. They just stopped working.